Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralight st (device #1) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralight st device and the bard/davol ventrio st. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #1) on (B)(6) 2014. It is alleged that the patient had unspecified injuries and a revision surgery on (B)(6) 2015. It is alleged that the patient underwent surgery and had an unspecified bard/davol ventrio st implanted on (B)(6) 2016. It is alleged an unspecified ventralight st was implanted on an unspecified date. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."